Event description:
It was reported that the patient was experiencing discomfort at the ipg site at times of charging. It was also noted that the ipg was very superficial under the skin. The patient underwent a revision procedure wherein the ipg was moved and remained implanted in the patient. The patient was doing well postoperatively.